Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported issue of an automix 3+3 compounder with keypad failure was confirmed during service by baxter personnel. The root cause was determined to be inoperative keypads. A defective control module graphic panel membrane will be replaced during refurbishment.

Event description:
A facility reported to baxter that the automix 3+3 compounder's actual auto cal key was not working when trying to auto calibration. The customer also reported that various other keys on the control module were not working. The customer discovered this issue before use. The customer tried using volume keys but they did not work. Unit is being swapped. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No further information was available.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.